Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that, upon paramedic arrival, the patient was in cardiac arrest. According to the paramedics, the patient experienced a combination of pulseless electrical activity (pea), ventricular tachycardia (vt) and ventricular fibrillation (vf). The cause of death remains unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the oversensing that triggered the lead integrity alert (lia) was likely due to a dying heart rhythm.

Event description:
It was reported that the paramedics arrived and started cardiopulmonary resuscitation. Advanced life support was started with lund university cardiopulmonary assist system (lucas) and rounds of adrenaline. The patient was externally shocked for ventricular fibrillation (vf). Pulseless electrical activity (pea) was noted with and use of the lucas device continued before return of spontaneous circulation (rosc) which was lost minutes later and lucas was restarted. Resuscitation was stopped after nearly an hour and half of rescue maneuver and the patient was pronounced dead. It was also noted that the right ventricular (rv) lead triggered lead integrity alert (lia) for high sensing integrity counter (sic) and non-sustained ventricular tachycardia rates which met the criteria. The cardiac resynchronization therapy defibrillator (crt-d) and leads remains in the patient.

Manufacturer narrative:
Concomitant medical products: dtmb2d4 crtd, implanted (B)(6) 2020, 6935m62 lead, implanted (B)(6) 2014, 439688 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.